Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor needle anomaly and low blood glucose readings. The customer's blood glucose reading was 46 mg/dl. The customer stated that she inserted a new sensor, and when she tried to remove the needle hub, she could not. The customer stated that the sensor and needle was stuck to her body. The customer received a cal error and a change sensor alert. The customer was advised to wait until her blood glucose readings are stable to calibrate. The customer was advised to wait 60 minutes and verify isig to be stable before entering a new value into the pump. The customer was advised to remove and change out the sensor.